Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the common bile duct of a patient on (B)(6) 2010. According to the complainant, during the procedure, as the guide catheter was being retracted for stent deployment, resistance was felt and the stent was unable to be deployed. Force was applied on the inner guide catheter and the guide catheter broke. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece from the endoscope. The device was checked, and it was reported that the suture was on the push catheter, but not looped around the stent. The procedure was completed with an endonaso-biliary drainage tube. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device revealed that the stent was attached to the distal portion of broken guide catheter with the broken suture stuck in the stent barb. The suture hole on the push catheter was torn toward the distal end. The push catheter had multiple kinks. The guide catheter was stretched, broken into 3 pieces, kinked/bent and completely out of the push catheter. There was no damage to the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the common bile duct of a patient on (B)(6), 2010. According to the complainant, during the procedure, as the guide catheter was being retracted for stent deployment, resistance was felt and the stent was unable to be deployed. Force was applied on the inner guide catheter and the guide catheter broke. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece from the endoscope. The device was checked, and it was reported that the suture was on the push catheter, but not looped around the stent. The procedure was completed with an endonaso-biliary drainage tube. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.